Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was in 80-106 mg/dl range. Tandem clinical support educated the customer to not be connected to the pump during the fill tubing process.